Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to retract and extend. The full helix extension length was measured within specification. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.